Event description:
Event description boston scientific received information that during a follow-up visit, this right ventricular lead displayed noise which may have resulted in pacing inhibition. No adverse patient effects were reported.